Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700, u727 and u728 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
Upon investigation, belt was unable to complete essential performance testing.